Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection described as ¿slightly pussy and swollen¿ and was ¿hot, red, and lumpy," and staph infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Precautions ¿ the safety and effectiveness for the treatment of anatomic regions other than the mid-face have not been established in controlled clinical studies. ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265), possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery."

Event description:
Healthcare professional reported after injection with 1 syringe of juvéderm voluma® xc in the cheeks, marionette lines, and nasolabial folds, the patient began to experience what they believed to be an infection which was described as ¿slightly pussy and swollen on the right side¿ and was ¿hot, red, and lumpy under the eyes.¿ symptoms were noticed 9 days post injection. On the day of onset, patient was seen by the healthcare professional, but was not provided any treatment at the time as patient was already taking antibiotics from a spider bite they had previously experienced. During this visit, a sample was taken and a culture was also sent out. Patient returned to the office 3 weeks later and was provided levaquin as treatment. Culture results were reviewed which showed a staph infection. Seven days later, patient returned to have their right cheek drained with an ¿ind.¿ fourteen days later, patient was provided with more levaquin. Approximately 1 month later, the symptoms spread to both sides of the face which were previously on the right side solely. Patient was taking atenolol, benadryl, prilosec, and xanax concomitantly with the injection. Symptoms are ongoing.